Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent balloon angioplasty. The target lesion was located in the non-calcified left main artery. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, the during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed using an alternate device. There were no patient complications.